Event description:
It was reported that this pacemaker exhibited p-wave and r-wave undersensing due to suspected right atrial (ra) lead damage. The ra lead was also noted to have exhibited high out of range pacing impedance measurements and oversensing of the right ventricular (rv) lead signal. The patient was also noted to have experienced some undesired stimulation associated with the suspected damage. The device programming is expected to be optimized at the next follow up appointment. This device remains in service. No adverse patient effects were reported.